Manufacturer narrative:
Correction: in the initial report submitted (B)(6) 2024, section b5 provided an incorrect event summary. This report contains the corrected information below. Section b5, describe event or problem: it was reported that the haptic on the preloaded johnson and johnson (jnj) intraocular lens (iol) broke off. The haptic got caught in the injector and broke off. There was no patient contact. Follow-up was performed but no further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic on the preloaded johnson and johnson (jnj) intraocular lens (iol) broke off. The haptic got caught in the injector and broke off. There was no patient contact. Follow-up was performed but no further information was provided.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: (B)(6) 2024 . Section h3: evaluated by manufacturer: yes . Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. Viscoelastic residue was observed to not be distributed through the entire length of the cartridge. The plunger rod was retracted and it could be observed that a portion of the lens remained and was identified to be a haptic after cleaning. The lens module was inspected and presented with no viscoelastic no damage was identified. The device assembly was inspected and presented with no issue. The plunger rod advancement was inspected and no issues were identified. The lens was cleaned and presented cut in half with a haptic detached. Damage could be observed to the optic body. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was defective due to the trailing haptic was already unfolded inside the preloaded injector. The doctor was still able to use the product. The iol remains implanted. No further information was provided.